Manufacturer narrative:
Bayer case number: (B)(4) permanent abdominal pain [abdominal pain] , chronic inflammation [inflammation] , chronic fatigue [chronic fatigue] , chronic hair loss [hair loss] , allergies [multiple allergies] , pelvic pain [pelvic pain female] , joint pain [joint pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-aug-2025. The most recent information was received on 02-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("permanent abdominal pain") in a 35-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 21 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required), inflammation ("chronic inflammation"), fatigue ("chronic fatigue"), alopecia ("chronic hair loss"), multiple allergies ("allergies"), pelvic pain ("pelvic pain") and arthralgia ("joint pain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the abdominal pain, inflammation, fatigue and alopecia had not resolved. The outcomes for multiple allergies, pelvic pain and arthralgia were unknown. No causality assessment was received for essure with regard to inflammation, fatigue, alopecia, abdominal pain, multiple allergies, pelvic pain or arthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-sep-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Permanent abdominal pain [abdominal pain]. Chronic inflammation [inflammation] . Chronic fatigue [chronic fatigue] . Chronic hair loss [hair loss] . Allergies [multiple allergies]. Pelvic pain [pelvic pain female] . Joint pain [joint pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("permanent abdominal pain") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 21 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required), inflammation ("chronic inflammation"), fatigue ("chronic fatigue"), alopecia ("chronic hair loss"), multiple allergies ("allergies"), pelvic pain ("pelvic pain") and arthralgia ("joint pain"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the abdominal pain, inflammation, fatigue and alopecia had not resolved. The outcomes for multiple allergies, pelvic pain and arthralgia were unknown. No causality assessment was received for essure with regard to inflammation, fatigue, alopecia, abdominal pain, multiple allergies, pelvic pain or arthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.